Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. The reset was cleared and the ipg remains in use. It was further reported that the patient did not feel well. The patient requires atrial pacing and an interrogation showed the atrial lead had elevated thresholds and exhibited loss of capture. An x-ray with inhalation showed that the lead looked ok; however, it seemed unstable and a dislodgement was suspected. The parameters on the atrial lead were reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.